Event description:
It was reported that the device was used during an unk procedure. The device failed to fire. There was no consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife was noted to have nicks, this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device fired, cut, and formed all the staples as intended. The staple line was noted to be complete and the staples were noted to have the proper b-formed shape. We have documented the circumstances as they were reported to us. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.